Event description:
A customer reported a system message displayed during a procedure. An alternate system was used to complete the case without pt harm. Additional info has been requested.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. However, system message (sm) "communications failure with the fluidics submodule - fluidics functions will be disabled" and two sm "red stop sign" were verified in the systems event log. The sms did not appear upon power-up. The company rep tightened the loose ground on the power controller pcb (printed circuit board). The system was then tested and met product specifications. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The system's event log was downloaded for review. The root cause is unk at this time. (B)(4).